Event description:
It was reported the unit burned. Our investigation of the unit revealed that nearly all the retaining strips holding the heater wire in place were broken, due to misuse. As a result, the heater wire had become loose and tangled, creating excessive levels of heat. No burn had actually resulted, but the fabric foundation and envelope were badly discolored. We determined that this report was attributable to misuse of the unit on the part of the user.